Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a red service alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a red service alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not confirmed. The device passed testing.